Event description:
It was reported the patient was not receiving effective stimulation. X-rays were taken, but the results are unknown. In turn, the patient underwent a spinal fusion procedure to repair vertebral fractures. The patient's lead was also repositioned. The procedure(s) took place on (B)(6) 2013. Surgical intervention provided resolution for the patient.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.